Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, there were black particles found inside an unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: one customer photo was received for review and analysis. Review of the photo showed foreign matter (fm) on top of the gel. Additionally, 30 retain samples were subjected to a visual inspection for fm, and no samples failed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the reported defect based on customer photo analysis. No root cause from the manufacturing process has been identified as a contributor to the customer reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, there were black particles found inside an unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.